Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose over 700 mg/dl. The customer's current blood glucose is 313 mg/dl. The other blood glucose level was 540 mg/dl, 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.